Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. At an unspecified time, the option-lok male adapter of the extension set was connected to a reported cap. The cap was connected to an unspecified extension tubing set. The unspecified extension set was connected to a huber needle connected to the patient's central venous access device and was being used to deliver an unspecified medication, at an unspecified rate, via a plum pump. After an unspecified length of time, the nurse attempted to disconnect the option-lok male adapter from the cap. At this time, the customer contact reported that the option-lok male adapter became stuck in the needleless connector. It was reported that the nurse tried to wiggle the option-lok male adapter to remove it from the cap. At this time, the customer contact reported that the distal tip of the option-lok male adapter broke off and a piece remained lodged inside the cap. The tubing set was replaced and the therapy was resumed. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.